Event description:
It was reported that the patient received an inappropriate shock and the right ventricular lead was suspected to be fractured as undefined pacing impedance was noted. The plan was to revise the lead. No further patient complications have been reported as a result of this event.